Event description:
End user reported a near fire associated with a power supply for an ultraview dm3 patient monitor. It is not known whether the power cord was connected to the monitor at the time. When the device was returned for evaluation, it was observed that the power supply was partially melted at the point where a country-specific plug was attached to the main body of the power supply. The likely cause of this event was that the country-specific plug had worked loose from its connection to the main body of the power supply, creating a spark that melted the surrounding plastic.